Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient. While attempting to retract the guide catheter for stent deployment, the guide catheter became stretched and the stent was unable to be deployed. The procedure was completed with an olympus quickplace biliary stent. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.